Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an emergency osteosynthesis on (B)(6) 2020, a screw broke in the patient's humerus during screwing into the patient's bone. A part of the screw is still inside the patient's humerus concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Event description:
It was further reported that the issue occurred after several applications of the screw. The broken fragment is located near to the elbow. There was no surgical delay reported. There is no plan for another surgery to remove the broken fragment of the screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the screw is broken as complained, the breakage occurred in the middle of the screw shaft. The broken off shaft was not returned for evaluation as it remained in patient¿s bone. The hexagonal screw recess is badly damaged. Dimensional inspection: dimensions were checked as far as possible per relevant drawing and are within specifications. Document/specification review: relevant drawing was reviewed during this investigation. This cortex screw was manufactured in august 2018 according to the specifications. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the received condition of the screw is in concordance with the complaint description and the complaint condition is confirmed. This production lot was manufactured in august 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. The relevant dimensions were re-checked as far as possible and found to be within specifications. The visual inspection showed that the broken surface is homogeneous what indicates material conformity. We are not aware of any other complaints for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. The appearance of the screw recess (very strong deformation) let us assume that high applied forces led to the screw breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 204.832, lot: 1l20922, manufacturing site: grenchen, release to warehouse date: 17 aug 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Lot 1l20922was manufactured from blank 204.032.999 lot h655535. Release to warehouse: 04 july 2018, supplier: monument, manufacturing location: monument, released to bp55:15-jun-2018, part number:204.032.999, 3.6 mm screw blank 32mm 03.5 cortex screw w/2.5 hex, lot number: h655535 (non-sterile), lot quantity: 1,665, component(s) reviewed: part number: 11139, 316ltcri3.58, bp 80, lot number: h535656, lot quantity: 2,105 lbs. This lot met all dimensional and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.